Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years and 6 months. Through follow-up with the healthcare provider, it was learned that the device was explanted due to prosthetic mitral valve endocarditis. The infection source was provided as "ivda." Per the op report, this patient is a known IV drug abuser, who is status post aortic and mitral valve replacement and tricupid valve repair. This patient presented with endocarditis of his aortic and mitral valve. Upon inspection, the mitral valve "appeared to be chewed away, and was heavily diseased with vegetation." The device was replaced with a new edwards bioprosthetic valve. The healthcare provider also noted that the reason for explant was due to patient related factors and not a device malfunction.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The op report also documents the patient having a history of IV drug abuse with a recent relapse. Unfortunately, the root cause of this event cannot be confirmed without the sample device; however, it appears that this event was likely due to patient related factors based on the information received. No further actions are possible with the available information.